Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed to power on. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device¿s power supply board was replaced to address the issue. During the evaluation, a service required code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's oxygen blending module board and interface board were replaced to address the issues.